Event description:
The patient has two leads (from the same lot). It was reported the patient had fallen. The patient has been receiving inadequate coverage since (B)(6) 2011. On (B)(6) 2012, an impedance check was performed and revealed eight invalid contacts on one of the leads. Reprogramming attempts were unsuccessful. On (B)(6) 2012, the patient met with his doctor and underwent a CT scan. The results are unknown at this time. The patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.